Event description:
It was reported that the ventilators navigation ring was defective during annual preventative maintenance. There was no patient involvement. The service engineer (se) inspected the device and replaced the front bezel. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed. Previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.